Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specfications.

Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer died due to diabetes complications, heart failure and coronary heart disease. Caller stated that the customer had a heart attack in (B)(6) of 2012 and the doctor was unable to resolve her heart condition. Caller stated that the insulin pump had stripped battery cap and she was unable to change her battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.